Manufacturer narrative:
(B)(4). Method: the subject opt312 optiflow junior infant nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph(s) and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the tubing of the opt312 optiflow junior infant nasal cannula was detached form the swivel grip joint, confirming the reported fault. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. Based on our knowledge of the product the tubing was likely subjected to excessive force when applying the cannula tubing. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt312 optiflow junior infant nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt312 optiflow junior infant nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the opt312 optiflow junior infant nasal cannula became loose during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the opt312 optiflow junior infant nasal cannula became loose during patient use. There were no reported patient consequences.